Event description:
It was reported that shaft break occurred. The target lesion was located in the lower left extremity veins. An angiojet zelante catheter was used for thrombectomy procedure. However, during thrombectomy mode, it was observed that the outer lumen of the catheter was broken into two pieces whenthe catheter was withdrawn from the patient's body. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in the lower left extremity veins. An angiojet zelante catheter was used for thrombectomy procedure. However, during thrombectomy mode, it was observed that the outer lumen of the catheter was broken into two pieces when the catheter was withdrawn from the patient's body. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable. The device was not being returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: the product was returned consisted of an angiojet zelante catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed severe damage in which the shaft was fracture and separated at 10 cm from the tip. There were also multiple bends and kinks in the guidewire lumen. The tip of the shaft including a 1 cm section was fractured and separated. A .035 guidewire was received still inside the device which was observed to be completely seized inside the device and unable to be removed. Media was returned in the form of a photo. The photo was reviewed showing shaft separation and tip damage. Inspection of the remainder of the device, revealed no other damage or irregularities.